Manufacturer narrative:
Initial trend analysis for lot 65992 was conducted, no malfunctions were found. This is the only complaint for lot 65992. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user states that insulin syringes item 831365 lot 65992, plunger is too wide for plunger and hard to pull and push medication, states ones with issue lacked the lubircant others had.

Manufacturer narrative:
Retained lot samples for syringe lot 65992 were tested for plunger slip. No abnormalities were found during testing.

Event description:
End user states that insulin syringes item 831365 lot 65992, plunger is too wide for plunger and hard to pull and push medication, states ones with issue lacked the lubircant others had.